Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The brush broke off the brush holder / had a detached brush in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 21-nov-2016 that he/she was brushing his/her teeth that morning with an oral-b rechargeable toothbrush, version unknown, when suddenly the brush broke off of the oral-b power oral care refills precision clean and he/she had a detached brush in his/her mouth. No symptoms developed.